Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately high ¿6 months¿ prior to contacting lfs. He reported, date/time unknown, he obtained an alleged inaccurately high blood glucose result of ¿250 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with a combination of medication. He reported, date/time unknown, he administered an increased dose of metformin 1mg as a result of obtaining the alleged inaccurate result. He alleged, ¿thirty minutes¿ after the start of the issue, he developed symptoms of ¿sweaty¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/25/2015 and further evaluated by lifescan product analysis on 3/26/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.